Event description:
The surgeon could not advance t2. The surgery was completed with the use of another fast-fix from another lot. The surgeon experiencd a delay of five minutes as a result. The surgeon is very experienced with fast-fix. It was confirmed thathte first t's were not removed.